Event description:
It was reported that a user experienced episodes of low blood glucose during nighttime while using the ilet system and requested a factory reset of the pump; the agent advised the user to seek clinical guidance from their healthcare provider and initiated follow-up with clinical diabetes support. Symptoms included hypoglycemia. Outcomes included no injury, no hospitalization, and stable glucose at the time of the call. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause unclear and no reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.